Event description:
The customer returned the product for motherboard had malfunctioned during testing, during device evaluation, a nicked air in line sensor was identified. There was no patient involved.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no related previous repairs in the last 12 months. The customer issue was replicated. Upon further investigation, the device failed the air detector height test due to a dented/nicked air in line detector sensor. The air in line detector sensor was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to determine that the air in line sensor was the root cause and was replaced. The device then passed all device testing. The service history review had no indication that the complaint was related to a service of the device within the review period.